Event description:
An insulet territory manager reported that a pt went to bed with blood glucose in normal range, but woke up in the middle of the night with bg >500 mg/dl. He tried to give a correction bolus but wasn't able to. He then tried to give a large manual injection but was vomiting. His wife called an ambulance and he was admitted to the hospital with diabetic ketoacidosis on (B)(6). The doctors at the hospital thought it might be due to an infection, but his endocrinologist thought it was a product. The pt had been playing the soccer the night before the event and thinks that the cannula may have dislodged from the infusion site during that activity.

Manufacturer narrative:
The product was not returned for eval. The reporter indicated that the cannula may have dislodged from the infusion site. The condition could interrupt insulin delivery and contribute to hyperglycemia and diabetic ketoacidosis. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason , you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)." It advises "once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance." No qualification records were reviewed because no product lot number was reported.